Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps'), metal poisoning ('suspicion of nickel poisoning'), autoimmune thyroiditis ('hashimoto's disease') and parkinson's disease ('suspicion of parkinson's') in a 43-year-old female patient who had essure (batch no. 626917) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no allergy test before placement. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), parkinson's disease (seriousness criterion medically significant), amnesia ("memory loss"), muscle atrophy ("muscle loss"), back pain ("lumbar pain"), neck pain ("cervical pain"), pain in extremity ("limb pain"), arthralgia ("joint pain"), confusional state ("mental confusion / loss of autonomy"), loss of libido ("loss of libido"), vulvovaginal pruritus ("vaginal itching"), anal pruritus ("anal itching"), coordination abnormal ("loss of coordination / motor loss") and balance disorder ("loss of balance"). At the time of the report, the abdominal pain lower, metal poisoning, parkinson's disease, amnesia, muscle atrophy, back pain, neck pain, pain in extremity, arthralgia, confusional state, loss of libido, vulvovaginal pruritus, anal pruritus and balance disorder outcome was unknown and the autoimmune thyroiditis and coordination abnormal had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, anal pruritus, arthralgia, autoimmune thyroiditis, back pain, balance disorder, confusional state, coordination abnormal, loss of libido, metal poisoning, muscle atrophy, neck pain, pain in extremity, parkinson's disease and vulvovaginal pruritus with essure. The reporter commented: occurrence of symptoms spread over 11 years perniciously because not related to a gynaecological pathology. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain lower ('cramps'), metal poisoning ('suspicion of nickel poisoning'), autoimmune thyroiditis ('hashimoto's disease') and parkinson's disease ('suspicion of parkinson's') in a (B)(6) female patient who had essure (batch no. 626917) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no allergy test before placement. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), parkinson's disease (seriousness criterion medically significant), amnesia ("memory loss"), muscle atrophy ("muscle loss"), back pain ("lumbar pain"), neck pain ("cervical pain"), pain in extremity ("limb pain"), arthralgia ("joint pain"), confusional state ("mental confusion / loss of autonomy"), loss of libido ("loss of libido"), vulvovaginal pruritus ("vaginal itching"), anal pruritus ("anal itching"), coordination abnormal ("loss of coordination / motor loss") and balance disorder ("loss of balance"). At the time of the report, the abdominal pain lower, metal poisoning, parkinson's disease, amnesia, muscle atrophy, back pain, neck pain, pain in extremity, arthralgia, confusional state, loss of libido, vulvovaginal pruritus, anal pruritus and balance disorder outcome was unknown and the autoimmune thyroiditis and coordination abnormal had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, anal pruritus, arthralgia, autoimmune thyroiditis, back pain, balance disorder, confusional state, coordination abnormal, loss of libido, metal poisoning, muscle atrophy, neck pain, pain in extremity, parkinson's disease and vulvovaginal pruritus with essure. The reporter commented: occurrence of symptoms spread over 11 years perniciously because not related to a gynaecological pathology. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 15-jul-2019. The most recent information was received on 17-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("cramps"), metal poisoning ("suspicion of nickel poisoning"), autoimmune thyroiditis ("hashimoto's disease") and parkinson's disease ("suspicion of parkinson's") in a 43 year-old female patient who had essure inserted (lot no. 626917). Additional non-serious events are detailed below. Medical conditions: no allergy test before placement. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), metal poisoning (seriousness criterion medically important), autoimmune thyroiditis (seriousness criterion medically important), parkinson's disease (seriousness criterion medically important), amnesia ("memory loss"), muscle atrophy ("muscle loss"), back pain ("lumbar pain"), neck pain ("cervical pain"), pain in extremity ("limb pain"), arthralgia ("joint pain"), confusional state ("mental confusion / loss of autonomy"), loss of libido ("loss of libido"), vulvovaginal pruritus ("vaginal itching"), anal pruritus ("anal itching"), coordination abnormal ("loss of coordination / motor loss / neurologic disorders"), balance disorder ("loss of balance"), fatigue ("exhaustion"), osteoarthritis ("arthrosis"), disturbance in attention ("loss of concentraation"), hyperthyroidism ("hyperthyroidism") and genital haemorrhage ("haemorrhages"). The patient was treated with surgery (to remove essure). At the time of the report, the autoimmune thyroiditis and hyperthyroidism had resolved and the parkinson's disease, coordination abnormal and osteoarthritis had not resolved. The outcomes for abdominal pain lower, metal poisoning, amnesia, muscle atrophy, back pain, neck pain, pain in extremity, arthralgia, confusional state, loss of libido, vulvovaginal pruritus, anal pruritus, balance disorder, fatigue, disturbance in attention and genital haemorrhage were unknown. No causality assessment was received for essure with regard to amnesia, muscle atrophy, abdominal pain lower, back pain, neck pain, pain in extremity, arthralgia, autoimmune thyroiditis, parkinson's disease, confusional state, loss of libido, vulvovaginal pruritus, anal pruritus, coordination abnormal, balance disorder, metal poisoning, fatigue, osteoarthritis, disturbance in attention, hyperthyroidism or genital haemorrhage. The reporter commented: occurrence of symptoms spread over 11 years perniciously because not related to a gynecological pathology. The symptoms are not gynecological (except the hemorrhage's), no healthcare professional has linked it to the insertion of essure implants. They occurred sneakily a few months after the insertion. Accelerated aggravation that reached an extreme point in 2018. Comments some of them disappeared upon removal (hyperthyroidism and hashimoto). Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 17-jan-2024: new events hemorrhage's, exhaustion, arthrosis, loss of concentration, hyperthyroidism are added. Event outcome updated. Event removal details & dates updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.